Event description:
It was reported that the call was about a surgical procedure. The caller wanted to know what to do as far as disposal goes for an interstim device that was being explanted today. The caller believed the implant was being removed because of pain associated with implant or lead and noted she didn't think it was being removed to malfunction. The caller was unclear of the reasons why the implant was being taken out.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).